Manufacturer narrative:
(B)(4).: describe event or problem ¿ additional/correction. E1 initial reporter first name ¿ additional/correction. H2: additional information/correction. H6: type of investigation - additional/correction: remove code 4119.

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.